Event description:
Severe pain, body aches, night sweat, severe fatigue, moodiness, limited move of right arm, inability to reach up and bend over, sob, tightness in chest. I had cancer (breast) dx. In (B)(6) 2014 I was implanted with an allergan, biocell natrelle returned impaired. I have complained of pain in breast, under breast then, axilla and discomfort of joints, and fusions. Fluid was removed a hv "hcenter" in cortlandt manor. I have been traveled with terrible pain. My right axilla has lumps and the area is very tender. I have breast that change appearance, size, is tight and uncomfortable. Has changed my life significantly. I am and have been miserable physically and mentally. I have undergone severe disruption in my quality of life. As a cancer survivor to receive this latest news about recall has created new doubt about the lingering of time of my mentality. I need assistance. I have visited my gastroenterologist, neurologist, cardiologist, oncologist, therapist for mental health, moodiness, crying, emotional for what reason I've been unsure; except for the constant pain right side primarily. I've experienced a horrible cough off and on last month. In three weeks to present (B)(6) 2019. Used asthma inhaler can never take a full breath. Sometimes I get back pain, scapula pain on both sides on deep chest discomfort. I will have all of my test reports because I'm really frightened about my health. I need financial assistance.